Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log was downloaded with a known good battery, there were no issues related to the customer complaint. The receiver case was opened and the internal inspection passed. Functional testing was unable to be performed. The reported event of receiver showing initializing screen without manual restart was not confirmed. The root cause could not be determined.